Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a user programming error of magnesium.

Event description:
It was reported that the user entered "99kg" when programming norepinephrine weight-based dose. However, the user entered "80kg" when propofol was programmed on a different pump module but connected to same pump module as norepinephrine infusion. It is unknown whether the weights "99kg" and "80kg" were entered intentionally and as ordered by the provider. Bd received additional information. It was reported that the event occurred on 10 september 2024 at 2000. Per customer, "the patient was not harmed but apparently expired a few days later. He was a 31-year-old male admitted with possible overdose, unresponsive." When asked for the patient's actual body weight, the customer's response was, "I do not have actual or ideal body weight. I believe his weight on the bed was 99kg which is what we were using and seemed appropriate." The customer added that "it appears someone entered a different weight for the propofol infusion (80kg) and the norepinephrine infusion (99kg). I do not have the actual physician ordered dosing for norepinephrine or propofol. They are always standard order sets based on the pt's weight. The patient ended up getting less propofol than ordered because the weight was not representative of his size. To my knowledge he never regained consciousness and did not require a lot of sedation anyway." The customer is requesting product enhancement for the pump to display "a warning when two different weights are being used."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the user entered "99kg" when programming norepinephrine weight-based dose. However, the user entered "80kg" when propofol was programmed on a different pump module but connected to same pump module as norepinephrine infusion. It is unknown whether the weights "99kg" and "80kg" were entered intentionally and as ordered by the provider. Bd received additional information. It was reported that the event occurred on 10 september 2024 at 2000. Per customer, "the patient was not harmed but apparently expired a few days later. He was a 31-year-old male admitted with possible overdose, unresponsive." When asked for the patient's actual body weight, the customer's response was, "I do not have actual or ideal body weight. I believe his weight on the bed was 99kg which is what we were using and seemed appropriate." The customer added that "it appears someone entered a different weight for the propofol infusion (80kg) and the norepinephrine infusion (99kg). I do not have the actual physician ordered dosing for norepinephrine or propofol. They are always standard order sets based on the pt's weight. The patient ended up getting less propofol than ordered because the weight was not representative of his size. To my knowledge he never regained consciousness and did not require a lot of sedation anyway." The customer is requesting product enhancement for the pump to display "a warning when two different weights are being used."